Event description:
It was reported that during embolization procedure of an intra-abdominal hemorrhage due to a ruptured varicose vein, the operator performed embolization with two coils and n-butyl cyanoacrylate (nbca). Next, the subject coil was used. However, a resistance inside the microcatheter shaft was encountered and the subject coil delivery wire broke during the procedure. The subject coil was removed from the patient's anatomy and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The complaint reported that resistance was encountered when advancing the coil inside the microcatheter and the delivery wire broke during the process of inserting and removing the coil. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned.

Event description:
It was reported that during embolization procedure of an intra-abdominal hemorrhage due to a ruptured varicose vein, the operator performed embolization with two coils and n-butyl cyanoacrylate (nbca). Next, the subject coil was used. However, a resistance inside the microcatheter shaft was encountered and the subject coil delivery wire broke during the procedure. The subject coil was removed from the patient's anatomy and the procedure was completed successfully with no clinical consequences to the patient.